Event description:
It was reported to gems that an anesthetized pt received a third degree burn to the upper arm shoulder area during a lumbar spine exam. The pt was positioned head first in the bore of the magnet, not restrained, padded with sheets, and not closely monitored. The pt received this burn from bore contact with the dynamic disable board cover. The horizon users manual has warnings and cautions with regards to using pt straps to secure the arms, use of foam padding between pt and magnet bore, and close monitoring of unconscious or heavily sedated pts.